Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow-up, it was reported that the patient was discharged from the hospital and recovered from the event (on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized and treated with meropenem injection (1000mg, intraperitoneal, once daily, discontinued), ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) and vancomycin injection (1gm, intraperitoneal, every 3rd day, ongoing) for peritonitis. At the time of this report, the patient was recovering from peritonitis and pd therapy was ongoing. No additional information is available.